Manufacturer narrative:
The insulin pump was received with end cap broken off and missing, also missing motor assemblies. Unable to verify a33 alarm due to broken end cap. The insulin pump has minor scratches on lcd window.

Event description:
It was reported that the customer reported that he received a prime rewind alarm on his insulin pump and could not complete the rewind process. The customer's blood glucose level was 300 mg/dl. The customer stated that the insulin pump had fallen prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was protruded. The customer did not press the cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).